Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited unspecified over-sensing. Device re-positioning was attempted; however, its helix was noted to have sprung. The device was not used, and a new one was implanted. There were no patient consequences, and the patient was discharged.